Manufacturer narrative:
This report is submitted on september 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.